Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between the inratio inr results and the alternate poc inr result. The results were as follows: (B)(6):inratio inr=1.4, (B)(6):md poc inr=2.1, (B)(6):inratio inr=2.6, (B)(6):inratio inr=1.4, (B)(6):inratio inr=1.4. It was noted that the first drop of blood was not used. The reported therapeutic range was: 2.0-3.0. The caller was initially concerned with the last two tests being low even after changing dosage of coumadin on (B)(6) 2016 (increased from 16mg/week to 17.5mg/week). One previous result was provided: (B)(6) 2016: inratio inr=1.3 - no dose change at that time.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on the reported lot number. Retain strip testing results met accuracy criteria. No product deficiency was found for strip lot 384085a. A review of the manufacturing records for the lot did not uncover any relevant non-conformances; the lot met release specifications. Although a technique issue was identified in the complaint which may have contributed to the unexpected results observed by the customer, a root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.